Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "unit just stops during compounding" was not confirmed nor reproduced during product evaluation. However, quality engineering determined that there was a damaged umbilical cable, which is most reflective towards the customer reported condition. The damaged umbilical cable was confirmed. This is a stay-in unit; therefore, no repairs will be made at this time to correct this condition. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Event description:
Baxter received a report from a sales representative involving the automix 3+3/as compounder. According to the facility, the unit just stops in the middle of compounding on an unknown station with unknown ingredients. Unit was swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.